Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4030c-10 serial/batch (B)(6) was received for evaluation. Functional testing was not performed as doesn't apply to this device. Visual inspection revealed that the screw was broken into pieces, damaging the geometry. The most likely cause for the reported and observed failure is user error. Dfu-0111 at revision 2. Precautions. 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the screw broke off when screwing in. The broken pieces was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.